Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. D4: batch # 677a35. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status? The patient was stable. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The sales rep. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one vasecr35 reload present. The reload was received fully fired. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. In addition, one package material for vasecr35 was returned (package lot # 992a83) and one b-formed staple was found in the knife slot. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 677a35, and no non-conformances were identified.

Event description:
It was reported that during a vats middle lobectomy, the bleeding occurred from the staple line after 2nd firing on the pulmonary vein. The astriction was performed, and taco seal was used for hemostasis. The bleeding amount is unknown. The blood transfusion was not performed. There was no change in the procedure due to the issue. The staple was unformed at the bleeding site. The device was used on the blood vessels. Another competitive device was used to complete the case. No further information is available.